Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy during a procedure because the clinicians failed to use a magnet during the procedure. A lead integrity alert (lia) was triggered on the right ventricular (rv) lead, but this was due to the cautery use during the procedure. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.